Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had flashing display. Customer¿s blood glucose level was 173 mg/dl. Customer advised to discontinue use of the pump and revert to backup plan as per hcp's instructions. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to a vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.